Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly. No frozen display or blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error and had frozen display. The customer¿s blood glucose value was 8.1 mmol/l. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were unable to clear the alarm. Customer stated that after removing the battery insulin pump screen stayed on pump error. Customer reported the time clock was not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer reported the screen was not completely blank. Alarm occurred after the time that the buttons were not responding. Insert battery alarm did not appear on insulin pump screen. Insulin pump did not turn on. The insulin pump will be returned for analysis.